Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer felt like the insulin from their insulin pump was not delivering and they were hospitalized on (B)(6) 2018. Blood glucose value was 592 mg/dl at the time of the incident. Troubleshooting was performed and discovered that the cannula was bent. Nothing will be replaced or returned.